Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. A day after the peritonitis onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal stat) and fortum injection (1 gram, intraperitoneal, once daily) for peritonitis. Antibiotic treatment was ongoing. At the time of his report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was hospitalized for one day. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. On an unreported date, the patient began treatment with dianeal 2.5% pd2 for peritoneal dialysis (pd) therapy. Should additional relevant information become available, a supplemental report will be submitted.